Event description:
It was reported that a pt underwent an l4-l5 minimal access transforaminal lumbar interbody fusion. After numerous unsuccessful attempts to pass the rod through the screw, it was decided to make a mini incision to secure the rod. Surgeon completed the case by securing the rod. Thus far, no pt complications have been reported.

Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.